Manufacturer narrative:
(B)(4).

Event description:
The customer reported the device failed system pressure testing, patient wye not blocked, after servicing the unit. There is no report of patient involvement.

Event description:
The customer reported the device failed system pressure testing, patient wye not blocked, after servicing the unit. There is no report of patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.